Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that both enclosures were broken and the quick connect was bent. A functional evaluation revealed that the unit was received pressurized and that the quick connect was stuck. The complaint was confirmed and the root cause is from a mechanical component failure. Factors that could have contributed to the reported event include an impact event or an application of excess torque inconsistent with intended use. It is recommended that the instructions for use, be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals.

Event description:
It was reported that during procedure some plastic part of the spider 2 tenet was broken. No backup device was available and it is unknown how the procedure was complete. No delay, patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.